Event description:
Customer reported discordant hemoglobin (B)(6) result. A finger stick on the dca resulted in a (B)(6) whereas a reference lab (B)(6). There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant results is unknown.